Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the patient was sutured after the replantation procedure, the first needle was broken, and the surgeon immediately found the broken needle in the wound. Another pack of sutures was opened for skin suture, and the operation went smoothly. There was no patient injury.